Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Device analysis results: visual analysis of the returned device identified deformation and white particles. A weight test was performed and the device was found to be within specification. The device was observed to be cloudy with bubbles after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side pain. The device has been explanted.